Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated

Event description:
It is reported the patient was revised due to the liner disengaging from the shell following a hip arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information.

Event description:
Patient was revised ten months post-implantation due to squeaking, disassociation of the acetabular liner from the cup and dislocation. During the procedure, the femoral head, acetabular liner and cup were removed and replaced.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. An acetabular shell, liner, and two bone screws were returned for evaluation. The shell and liner were returned with damage to the rim features; damage is too severe for dimensional analysis. Bio debris was noted in the porous coating of the apr shell. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to polyethylene wear through which resulted the dislocation of the liner. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left total hip revision approximately ten months post-implantation due to squeaking, disassociation of the acetabular liner from the cup and dislocation. Operative report noted metallosis, staining of the soft tissue, and wear in the superior posterior portion of the locking mechanism during the procedure. The femoral head, acetabular liner and cup were removed and replaced.